Event description:
It was reported that the abbott representative was contacted to interrogate the device of a deceased patient. Patient death was untimely. Device was found to be backup vvi mode and device could not be interrogated due to backup. Device was explanted. There is no known allegation from healthcare professional that the death was related to the device. The cause of death was unknown.

Manufacturer narrative:
Partial lead with connector portion was returned in one piece measuring 38.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.